Event description:
On the literature article named "stability and alignment do not improve by using patient-specific instrumentation in total knee arthroplasty: a randomized controlled trial", it was reported that, after a genesis ii system had been implanted on 1 patient, the patient from the ci group underwent manipulation under anesthesia due to knee flexion problems. The outcome of this procedure was not reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical could not be performed. Without patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article cannot be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as alignment, fit/sizing, off label use, procedural/user error, unclear user instructions. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.